Manufacturer narrative:
One pulse field ablation (pfa) generator was received for evaluation. Based on the event description the pfa generator was disassembled. There was debris within the chassis enclosure, which originated from the bfc pinnacle board. Specifically, the capacitors installed at locations c38, 39, c40 and c41 showed electrical thermal damage. Traces of thermal damage were observed in the area immediately adjacent to the capacitor pads. Additionally, resistors r13, r14, r17, r19, r21, r24, r44, and r52 displayed visible insulation damage on the top side of the components and potentially runs. This board (bfc) was removed and retained by investigations. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was notable to be reproduced, however the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal damage found on the device during analysis. During a pfa procedure, it was noted that the current pfa generator broke. The procedure was completed with no adverse consequences to the patient.